Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. There was no report of patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient ID, age, gender, weight, ethnicity and race: no patient information available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.